Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Due to the occlusion alarm the customer experienced an elevated blood glucose (bg) level of 529mg/dl and diabetic ketoacidosis leading to a hospitalization. A manual injection was administered prior to the hospitalization by the customer's parents. The supplies in use during the occlusion alarm had been in use for 3 days and no issues were observed on the supplies. While in the hospital, the customer received treatment in the form of an insulin drip. At the time of the report, the customer remained in the hospital. Multiple attempts were made by tandem¿s technical support to obtain the customer's release date; however, no response was received.